Event description:
Reportedly, the device was interrogated on (B)(6) 2014 and was found in standby mode. The device was re-interrogated in the surgery room and upon its re-initialization attempt, communication errors were encountered. In addition, it was reported that the heart rate was at 30-40min-1 with intermittent loss of capture. The integrity of the leads was checked and the subject device was replaced. It was returned for analysis.

Event description:
Reportedly, the device was interrogated on (B)(4) 2014 and was found in standby mode. The device was re-interrogated in the surgery room and upon its re-initialization attempt, communication errors were encountered. In addition, it was reported that the heart rate was at 30-40min-1 with intermittent loss of capture. The integrity of the leads was checked and the subject device was replaced. It was returned for analysis.